Event description:
It was reported the screen is cracked and the touch pen does not work. It was also reported the split screen does not allow the pen to sense touch and therefore can not make any action. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; touch sceen is cracked. Analysis also found the cord bay latch tabs are broken. Concomitant: 229047 analyzer (B)(4)